Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported the patient was having jolting pain from the pain stim and that it was taking the patient's breath away. The patient had an appointment on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.